Manufacturer narrative:
H10: additional manufacturer narrative: a DHR review was performed by nordson medical for both potential lot numbers and no non-conformances were identified. A lot history review was performed for both potential lot numbers and no similar complaints were found. The morphology of the puncture hole shows evidence of external origin as demonstrated by the pull of the material. Per manufacturer investigation, this defect is unlikely to escape from the nordson process since there are different control point along the manufacturing process that could lead to identify the reported condition, per manufacturing records this device passed at least through 3 different inspection stations. Additionally, there is a kink mark evident on the cannula/catheter body which aligns with the puncture hole, which is indicative of clamping. Per the IFU, "wire-reinforced cannulae should be clamped in the non-reinforced section located at the connector end since clamping of the reinforced section may produce permanent cannula deformation, thereby impeding flow through the cannula and risking puncture or tearing of the cannula." Based on the information available, the complaint of leakage is confirmed, however a manufacturing defect is not confirmed. The most likely cause of the puncture hole is physical damage caused during use of the device.

Manufacturer narrative:
Additional narrative reportedly, the lot number could be either 349071 or 359091. Therefore, the device history record (DHR) could not be reviewed. The device was returned for evaluation. Customer report of leakage from cannula was confirmed. As received cannula was found kinked at 12.5cm from distal tip. Leakage was observed from a 1mm puncture on the cannula tubing at the kinked location. A surface damage was also noticed opposite to the puncture also at the clamp kinked location but no leakage occurred. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a pin-hole was found in the body of a cannula ezc24ta after initiation of cardiopulmonary bypass (cpb). As reported, during insertion of the cannula into the aorta, the red cap was removed and the aortic cannula was clamped (with a tubing clamp) to control back filling from the aorta. The clamp was then removed slowly while attached to cardiopulmonary bypass tubing, and dehaired through stopcock on cannula luer as per usual. There was no bleeding from the pin hole until forward flow from the bypass machine was initiated. The typical aortic pressure of 90 mmhg was not enough for the team to see the leak, but the pressure generated by the bypass machine in the arterial line of approx 170-200 mmhg was enough for the leak to begin. Bone wax was applied and cpb maintained. The leak stopped and standard course of procedure continued. The patient lost around 200 ml of blood but no transfusion or medical treatment was required. Reportedly, no damage was noticed on the inner or outer package.